Manufacturer narrative:
(B)(4)

Event description:
It was reported that several non-sustained rv oversensing episodes were observed when the patient presented through merlin.net transmission. Review of session records showed myopotential oversensing. Recommended programming changes will be made during patient's in-clinic follow-up. Patient's condition was good.